Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify motor anomaly due to critical pump error. However, the pump was received with corroded motor home switch, corroded battery tube, cracked lcd window, cracked battery tube threads, cracked retainer, cracked case (battery tube), minor scratches on case and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had crack and had motor anomaly. The customer¿s blood glucose was unknown. The device will be returned for analysis.